Event description:
It was reported that the user could not insert the cartridge into the ilet pump because the pump had not been rewound with a lowest reported blood glucose of 54 mg/dl and a confirmatory fingerstick of 60 mg/dl. An agent assisted the user in rewinding the pump and completing the supply change, after which the issue resolved. Investigation of this case revealed no device problem, a usage problem related to not rewinding the pump prior to cartridge insertion, and no malfunction of the plunger component. No clinical symptoms associated with hypoglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.